Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after making a usual lunch announcement as blood glucose trended downward; reported glucose reached 58 mg/dl, and the agent advised ensuring glucose stability before future announcements. Symptoms included hypoglycemia. Outcomes included recovery with oral glucose, with glucose rising to 70 mg/dl by the end of the call. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested timing of meal announcement during a downward glucose trend as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.